Event description:
Additional information received notes that the rf telemetry was restored.

Event description:
It was reported that a patient presented for an unrelated surgical procedure. The pacemaker (pm) was in rf lockout and due to delay in ending threshold test the patient experienced episodes of asystole and hypotension. Programming changes were made during the procedure. The patient was in critical condition.